Event description:
The patient had a car accident, and their catheter was damaged. They experienced less than 50% therapy relief. The pump segment of the catheter was replaced on 2014 (B)(6), and the catheter issue was identified the day of this surgery the patient¿s status at the time of the report was alive with no injury. The pump contained morphine. Additional information was requested to determine the patient¿s outcome.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).